Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen display and absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the pump did not receive insert battery now alarm and stayed the same when the battery was removed from the pump. The buttons on the pump were responding normally. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test. However, pump did not pass self test due to moisture in the vibration motor. No frozen display noted during testing. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor, and force sensor.¿ the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded motor home switch, broken belt clip rails, corroded battery tube, and pillowing keypad overlay. Frozen display was not observed during analysis. Frozen display not confirmed. Confirmed absence of alarm due to moisture damage to the motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.